Event description:
It was reported via repair work order that both lifts were stuck in an elevated position due to faulty cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.